Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that leakage was observed on the cd drug line connection port and that the port had broken, as shown in the attached images. The event occurred at the hospital while in use with patient and there was unknown patient harm reported.